Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damage. Customer's blood glucose level was 272 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the opposite end of the reservoir where the drive support cap had busted off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with detached end cap. Insulin pump passed the displacement test. Unable to perform basic occlusion test, occlusion test and prime/a33 test due to detached end cap. No loose drive support cap noted.